Event description:
Hcp reported the pump showed 3.6 cc at time of refill but 17cc was removed from the pump instead. Rotor did not move when rotor study was performed. Hcp reported that the patient had been experiencing severe pain. The device was explanted and returned to the manufacturer for analysis. Hcp reported that the patient is doing well with the new pump.